Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2019-02586. It was reported that one of the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the leads were to be replaced. However, patient began to wake up from the anesthesia, therefore physician decided to explant the entire system. Note: as it is unknown which lead had migrated, both leads are being reported.